Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic nephrectomy procedure the first firing went well on the renal artery. The device was reloaded for the second firing. The device was articulated and closed on the renal vein. The certified rn first assist. Initiationed the firing and heard a pop, pop noise and the device advanced 2mm. The surgeon placed clips on the renal vein prior to opening and removed the device. The device did not cut or staple but the surgeon placed the clips as a precaution. After the device was removed the surgeon placed three more clips on the renal vein for precaution. A second device was used to complete the procedure with no patient consequence.